Event description:
It was reported that the pump was not working properly. Reportedly, customer was admitted to the intensive care unit (ICU), specific blood glucose value was not provided; details and nature of hospitalization were not provided. At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.